Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was "high" (specific value was not provided); cause was not known, with large ketones. Customer gave a manual injection to address bg level. Ultimately, the customer reverted to an alternate method of insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.